Manufacturer narrative:
The atrial lead remains in service at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) lead exhibited a loss of capture. An x-ray was performed and revealed a atrial lead dislodgment. A revision procedure is to be performed in the near future. No adverse patient effects were reported.